Event description:
The reporter stated that rptr did back to back blood glucose tests, within a few minutes, using the same fingerstick. Results were 328, 252 and 330 mg/dl. Reporter stated that reporter was feeling drowsy. On follow-up, reporter stated that sometimes adds an extra drop of blood to the existing drop, but does not place too much blood on the strip; said that had never cleaned the meter. No harm was alleged.